Manufacturer narrative:
Reported product is for vet use only; however, similar product exists for human use. Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: samples received: 1 open pouch. There are no previous complaints of this code/batch. There are no units in OEM stock. Received 1 open sample with the needle detached from the thread (thread is still wound on the pack). Without any closed sample we cannot carry out a proper analysis in order to make a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Remarks: the complaint is justified for isolated detached needles but the conclusion is not corresponding to results of in process controls during manufacturing. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective action: not applicable.

Event description:
Country of complaint: united states. Needle detached upon opening.